Manufacturer narrative:
It was reported that the blue or towels included in the pack are shredding to pieces. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
The blue or towels included in the pack are shredding to pieces.